Event description:
It was reported that the patient¿s pump was recently replaced. It was indicated that the pump replacement was normal as the pump was implanted in 2001. During the replacement it was noted that the mesh pouch had solidified and was in fragments. The caller stated ¿the pouch is broken up¿you wouldn¿t¿ even know it was a pouch¿. The caller stated that the pouch may have come in contact with the drug which may have caused the mesh pouch to solidify but was unsure what caused the issue. The surgeon thoroughly cleaned out the pump pocket and ¿he got the majority of it¿he probably gave us 5 or 6 pieces of it¿; referring to the mesh pouch. The caller stated that there was no sign of infectious tissue. The new pump was successfully implanted and a mesh pouch was not used. The device system was used to deliver morphine and bupivacaine. It was later reported that there was never any problem with the patient and the patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot# unknown, explanted: (B)(6) 2013, product type accessory; product ID 8709, lot# j10892r30, implanted: (B)(6) 2001, product type catheter. (B)(4).